Manufacturer narrative:
(B)(4). Information is unavailable; device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information: the device was returned with the blade tip intact and not broken off as reported by the customer. This tissue pad was partially detached. The device was tested with a generator and all buttons were functional. The device activated as expected. There were no anomalies or alert screens noted with the functionality of the device. It is possible that the device returned may have been used to complete the procedure and is not the device complained about. This report is not intended to deny that you experienced a problem with the device.

Event description:
It was reported that during as gyn procedure, the blade broke off. Customer used a second device to complete the procedure. No patient consequences.